Event description:
Subject: defective tandem autosoft xc infusion sets leading to dka, I am a type 1 diabetic using the tandem mobi insulin pump. On sunday, (B)(6) 2025, I changed my pump site and accessories at 8:00 am due to persistently high blood glucose levels and trace ketones. By 12:00 pm, my blood sugar had risen to 356 mg/dl with moderate ketones -- indicating progression into diabetic ketoacidosis (dka). Despite administering multiple boluses via the pump, my blood glucose remained elevated. I switched to manual injections to avoid hospitalization. By 9:00 pm, ketones remained high, prompting another site change. At 10:50 pm, I contacted tandem technical support. They confirmed that the autosoft xc infusion set was blocked or partially blocked, preventing insulin delivery and directly contributing to the dka episode. This defect may have affected earlier sets from the same lot. As a consumer, receiving a blocked infusion set out of the box is dangerous and unacceptable. My access to needle-based insulin delivery was the only reason I avoided a potentially fatal health event. These sets are critical medical devices -- any manufacturing flaw poses serious risk to patients relying on automated insulin delivery. Tandem did not offer a refund. They offered to replace two defective sets but were out of stock on the 5" tubing I use, offering only 23" sets which are incompatible with my setup. I am now left with six additional sets from the same lot, uncertain whether they are safe to use. I urge the FDA to investigate this issue and hold tandem accountable. Like-for-like replacement or refund should be mandatory when a device fails to deliver life-sustaining medication. Diabetics deserve safe, reliable equipment -- not uncertainty and risk from faulty accessories. Sincerely, (B)(6). Pt codes: 1905, 2364. Device codes: 2423, 2954. Ref reports: mw5179003, mw5179004, mw5179005, mw5179006, mw5179007, mw5179008, mw5179009.